Manufacturer narrative:
Ge healthcare recommended replacement of the caster and caster base. The customer did not return calls to complete service. No report of patient involvement.

Event description:
The hospital reported the units caster wheel had broken off of the unit. There was no report of patient involvement.